Event description:
A malfunction on the customer's pump was reported, which resulted in the customer's blood glucose level rising above 600 mg/dl. The customer administered a correction injection during the call to address the high blood glucose. Technical support provided instructions to reset the pump, which resolved the malfunction code, and the customer was advised to continue using the pump and to call back if the issue recurred. No further assistance was needed, and the customer acknowledged the guidance received.